Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical) the complaint behavior may potentially result in a mistreatment (dose to wrong location) for one fraction and thus could cause a moderate injury if the user continues treatment for the current fraction with a jaw deviation of more than 2 mm. Worst case: if the user continues with an incorrect jaw position for several fractions although the systems stops with an interlock and asks for a qa, the mistreatment could cause a severe injury. Probability: b (improbable) the complaint behavior may cause a mistreatment (dose to wrong location) for one fraction. It is very unlikely, that the trained staff ignores the error messages and continues treatment without taking care of the y-jaw positions. Final corrective action is pending further investigation. No other products are affected.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. It has been found that an operator performed a left hand reset to clear a 2mm y jaw / potentiometer encoder mismatch and did verify the jaw for treatment. The system did not stop the operator from being able to treat a pt. In this case the console displays a message at the bottom of the screen after the left hand key reset indicating a pot encoder mismatch and requested a "yes" to continue. The customer can then depress a "y" indicator button and can continue to treat with a misaligned y jaw. No information was reported that suggests a mistreatment or serious injury has occurred.